Event description:
It was reported that, the mdu powermax elite shaver was not working. No case reported; therefore, there was no patient involvement. The investigation confirmed that the device presented a mechanical failure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.